Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, after a pod8 coil was removed from its packaging, the pod8 coil pusher assembly became bent. The pod8 coil was bent prior to use and therefore, was not used for the procedure. The procedure was completed using a pod6 coil.